Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump alarmed no delivery. She stated that she had been out camping and that the battery went out. She stated that she did not have an extra battery with her. She declined troubleshooting assistance and was advised to monitor the device. The customer's blood glucose was 400 mg/dl. She stated that she would put a new infusion set on and see if this resolved the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.